Event description:
The customer reported that no image was displayed when the device was connected. The issue occurred during preparation for use involving an olympus camera head. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.